Event description:
During an infusion of chemo, the set leaked. A small slit was found in the upper pumping segment below the upper fitment. The set was discarded. No pt/user harm reported. No additional info was available.

Manufacturer narrative:
(B)(4): the sample was discarded at the hospital. No failure investigation could be performed.